Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Medical records received. After review of medical records, patient was revised to address right hip failed metal-on-metal hip prosthesis with pseudotumor formation and cobalt/chromium toxicity. Patient alleges pain and swelling in the extremity. The patient was noted to have increased cobalt and chromium levels and pseudotumor formation of the hip. The acetabular component was noted to be retroverted on radiographs. Revision notes stated that there was a pseudotumor formation around the inferior and anterior aspects of the hip. There was also a large joint effusion. Accessible soft tissue pseudotumor formation was excised from the articular aspect of the hip. The acetabular component was able to be removed with minimal bone loss.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.   UDI: (B)(4). Patient code: no code available ((B)(4)) used to capture the device revision or replacement and blood heavy metal increased.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had elevated metal ion levels and cup was not in good position, patient also had a pseudo tumor, all information was per the surgeon cup, screws, liner and head were removed. The summit sz 5 hi offset stem was well fixed and left in place and a 36+12 ts ceramic head was placed. Doi: (B)(6) 2010. Dor: (B)(6) 2019; right hip.